Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6447696 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The cause of the difficulties stated in the complaint could not be determined. There are no similar complaints of this nature related to this batch number.

Event description:
A consumer reported "that during placement of her te2, the doctor had trouble deploying it. She also states that the stent re-clogged and she had to have 2 more placed in 2006. She states that she has nodules on her thyroid and a bad knee and needs surgery for both that she can't have because of the plavix." Further follow-up information from the physician indicated the following: the pt initially presented with a 99% lesion in the mid left anterior descending (lad) artery and a 50-70% lesion in the mid right coronary artery (rca). There was no calcification present and the patient's anatomy was not tortuous. The rca was pre-dilated with a non-bsc 2.0x15mm balloon at 8 atms. A taxus express2 2.75x32mm drug eluting stent (des) was deployed in the mid rca at 9 atms. There was documented underlying transient difficulty removing the deflated delivery balloon after deployment. The stent was post-dilated with a non-bsc 2.5x11mm balloon at 8 atms. Next, a non-bsc 2.5x18mm des was deployed in the mid lad at 8 atms. The results were good. There were no reported patient complications. Approximately 113 days later, the pt presented with chest pain. Angiography revealed 70% in-stent restenosis in the previously placed taxus stent and a "suspicious" 50% lesion proximal to the taxus stent (there were "positive flow wire parameters"). Two non-bsc des stents were placed in the mid-rca to treat the in-stent restenosis and the newly found lesion. The final results were good. No patient complications were reported. Approximately 166 days later, the patient presented with recurrent symptoms of chest discomfort and EKG revealed non-st elevation myocardial infarction (nstemi). Angiography revealed that both stents in the rca and the stent in the mid lad were patent. There was however another 70% lesion discovered in the proximal lad. This lesion was treated with a non-bsc 2.5x13mm des. The final results were good. The physician reported that the patient has remained on plavix throughout the entire time period. Additionally, he reported "she has been encouraged to remain on plavix therapy for at least six months to a year following stent deployment and her fear of coming off plavix for any reason has been spawned by recent news articles relating to supposed increase in in-stent restenosis with drug-eluting stents." He reported that there is no evidence of a hypercoaguable state. Additionally, he reported that the pt has had "gradual freedom from chest pain symptoms following stent implants." Finally, the physician did not have information to provide concerning the patient's report of "stent re-clogged and she had to have 2 more placed in 2006."